Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm. Date of event is an approximate. On(B)(6)2025, it was reported that the patient was found unconscious by her husband. The patient states that this usually occurs when she is hypoglycemic since she has hypoglycemic unawareness. No specific cgm or bg meter readings were reported at this time. The patient was wearing an omnipod insulin pump. The patient¿s husband administered a glucagon injection as treatment. The patient recovered afterward. The patient did not seek assistance from a higher level of care. The patient could not remember any further event details and refused to provide any additional information. She only stated that dexcom needed to ¿improve our product¿. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.